Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in canada. On (B)(6) 2024, the patient experienced an off period with freezing gait. The patient was advised to take a tablet of sinemet along with vyalev. The patient also developed an abscess at the injection site, for which the doctor prescribed antibiotics. No further information was available.